Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 2.0x40x150mm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the rated burst pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.